Manufacturer narrative:
Additional narrative: (B)(4). The manufacturing location was unknown. Device manufacture date is currently unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the compact air drive device motor power was too low and had wear of internal components. During service and evaluation, it was observed that the device failed pre-test for status of development, reverse locking mechanism, triggers for forward and reverse mode, untrue running, excessive noise, power with test bench. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.